Event description:
It was reported that the patient presented remotely via merlin.net. Upon review, the implantable cardioverter defibrillator exhibited far r-wave oversensing. No intervention was performed. There were no patient consequences.